Manufacturer narrative:
(B)(4). Currently pending device eval.

Event description:
AED is part of a recall population and also as an associated complaint. The reported failure is not indicative of the recalled component.